Event description:
Or green towel are bleeding.

Manufacturer narrative:
It was reported that the towels that come in the pack bleeding on gloves and other products. It started shortly after we switched to the new packs and it is a continuous problem. After, we took them off the field and continue to do so. No injury or death. We did change gown/gloves and got rid of anything the towels touched. No follow-up care, medical, and/or surgical intervention or treatment required. There were no reports of death, serious injury, medical intervention, or follow up care.